Event description:
A report has been received from an end user. Reportedly when transferring from the bed to the chair the crossbrace underneath broke in half. It did not break directly in the middle but a little up from that. End user is a double amputee and when it broke dropped him right to the floor and the chair folded up around him.

Manufacturer narrative:
In speaking with the end users wife, she stated that the chair is rated for up to 250 lbs. Two friends helped him up off the floor. The piece that broke on the chair, came up and hit end user in the hip and when he fell he jammed his back and shoulders. Information suggests the end user was medically evaluated by his md. No further information has been received. Any further updated information will be provided in a supplemental report.